Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the subject meter first started reading inaccurately at 11am on (B)(6) 2019, when she obtained the alleged inaccurately high result of ¿16.0 mmol/l¿ compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin ¿ self adjuster and she reported that, in response to the alleged product issue, she took and increased does of humalog insulin, ¿4 units¿. The patient reported that approximately one hour later (at 12 noon) she tested her blood glucose again on the subject meter and obtained a result of ¿14.0 mmol/l¿. She then stated that approximately one hour after this (at 1pm), she began to develop the symptoms of ¿tremor and hunger¿. The patient stated that she associates these symptoms with hypoglycaemia. The patient claims that at this point she tested her blood glucose again on the subject meter and obtained a result of ¿3.2 mmol/l¿. She did not specify what treatment, if any, she received in response to the reported symptoms. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after taking an increased dose of insulin due to an alleged inaccurately high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.